Event description:
Patient reported right side rupture confirmed via ultrasound and MRI, leakage. The device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Device patch with lot (or catalog) number: it is not possible to see the batch number and catalog of the device due to the quality of the photos. Broken shell: device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture confirmed via ultrasound and MRI, leakage. The device was explanted.